Event description:
The hcp reported that the pump was explanted after an implant duration of 60 months due to failure to aspirate from catheter access port and reservoir. The pump was delivering dialudid and compounded baclofen; the pt continued to have low back pain. The pt requested removal of device and the pump was replaced with a similar device. The pt recovered without sequela.

Manufacturer narrative:
Final device analysis reveals motor coil anomaly.